Event description:
Caregiver of home patient reports pt line of homechoice set was not priming completely. Hp was able to complete treatment after restarting with new supplies. Per caregiver, there was no pt injury or medical intervention as a result of incident.